Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc2218500, model: sc-8216-70, serial: (B)(4), batch: 16887623.

Event description:
It was reported that patient underwent an explant procedure due inadequate pain relief. All components were explanted and will not be returned.